Manufacturer narrative:
This report is submitted on january 13, 2020.

Event description:
Per the clinic, the device was explanted (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.